Manufacturer narrative:
Evaluation method : the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a rash under the lifevest. The nurse reported that the patient had been prescribed a cream for the irritation. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.